Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged, the device had a blank display, and the user experienced high blood glucose levels. The blood glucose reading was 25.0 mmol/l. The caller stated that the insulin pump had a blank display twice. The caller also noted that she had recognized that she had higher blood glucose due to the blank display issue. She noted that there was damage to the insulin pump in 3 places. She stated that the biggest observation of damage ran from the display, continuing to the battery cap and to the back side of the device. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the display faded out after button presses due to a short at the liquid crystal display driver board. The functional testing could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.